Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /uterus with remnants of essure removed") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Medical conditions: on (B)(6) 2014, patient denies any severe pain. On (B)(6) 2014, no fever or chills or chest pain. Concurrent conditions included musculoskeletal chest pain since (B)(6) 2014, costochondritis since (B)(6) 2014, painful intercourse (patient is unable to tolerate 'intercourse due to the pain) since (B)(6) 2014, dysmenorrhoea since (B)(6) 2014, bleeding menstrual heavy since (B)(6) 2014, dyschezia since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, flatus since (B)(6) 2014, menorrhagia since (B)(6) 2014, abdominal pain (abdominal pain in epigastric region but has but now complains of pain in the left lower quadrant.) Since (B)(6) 2014, cramps since (B)(6) 2014, menstrual cramps since (B)(6) 2014, vaginal bleeding (appeared brownish) since (B)(6) 2014, vaginal discharge since (B)(6) 2014, cervical cancer since (B)(6) 2014, feeling unwell (on (B)(6) 2014,) since (B)(6) 2014, feeling hot since (B)(6) 2014, nauseated (symptomatic treatment) since (B)(6) 2014, fatigue since (B)(6) 2014, bruising since (B)(6) 2014, malaise (after having chemotherapy for cervical cancer for the last 5 days.) Since (B)(6) 2014, chilliness since (B)(6) 2014, skin discoloration since (B)(6) 2014, hypokalemia since (B)(6) 2014, vomiting (symptomatic treatment) since (B)(6) 2014, diarrhea (stool studies as noted) since (B)(6) 2014, chemotherapy (cervical cancer post hysterectomy receiving chemotherapy;) since (B)(6) 2014, gastroesophageal reflux disease since (B)(6) 2014 and left lower quadrant pain since (B)(6) 2014. Concomitant products included pantoprazole (protonix) for gastroesophageal reflux disease. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure, total vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: on (B)(6) 2014, findings: uterus with remnants of essure removed. Diagnostic results: on (B)(6) 2014, she has had an ultrasound which shows the essure appears to be in its proper position, with no abnormalities. Patient is unable to tolerate 'intercourse due to the pain on (B)(6) 2014, postop diagnosis: normal-appearing pelvis procedure: diagnostic laparoscopy on (B)(6) 2014, impression: postop day #1 vaginal hysterectomy for pelvic pain and menorrhagia on (B)(6) 2014, she had a hysterectomy (B)(6) 2014 and thinks the pain she is having today is worse than after her surgery. Review of systems: gastrointestinal: positive for abdominal pain genitourinary: positive for vaginal bleeding, vaginal discharge and pelvic pain. Low pelvic pain, worse on the left side on (B)(6) 2014, reports unable to keep any food or fluids down. Unable to tolerate temperature differences. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation and pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. New reporters and reporter information added. Plaintiff demography added. Concomitant disease, concomitant drug and unstructured relevant tests were added. Product indication added and implanted date updated. Did you undergo an essure confirmation test? No was added as event.. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant /uterus with remnants of essure removed') in an adult female patient who had essure (batch no. 623214) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Medical conditions: on (B)(6) 2014, patient denies any severe pain. On (B)(6) 2014, no fever or chills or chest pain. Concurrent conditions included left lower quadrant pain since (B)(6) 2014, diarrhea (stool studies as noted) since (B)(6) 2014, chemotherapy (cervical cancer post hysterectomy receiving chemotherapy;) since (B)(6) 2014, gastroesophageal reflux disease since (B)(6) 2014, cervical cancer since (B)(6) 2014, fatigue since (B)(6) 2014, bruising since (B)(6) 2014, malaise (after having chemotherapy for cervical cancer for the last 5 days.) Since (B)(6) 2014, chilliness since (B)(6) 2014, skin discoloration since (B)(6) 2014, hypokalemia since (B)(6) 2014, vomiting (symptomatic treatment) since (B)(6) 2014, feeling unwell (on (B)(6) and 25-(B)(6) 2014,) since (B)(6) 2014, feeling hot since (B)(6) 2014, nauseated (symptomatic treatment) since (B)(6) 2014, abdominal pain (abdominal pain in epigastric region but has but now complains of pain in the left lower quadrant.) Since (B) (6) 2014, muscle cramps since (B)(6) 2014, menstrual cramps since (B)(6) 2014, vaginal bleeding (appeared brownish) since (B)(6) 2014, vaginal discharge since (B)(6) 2014, flatus since (B)(6) 2014, menorrhagia since (B)(6) 2014, dysmenorrhoea since (B)(6) 2014, menstruation abnormal since (B)(6) 2014, dyschezia since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, costochondritis since (B)(6) 2014, painful intercourse (patient is unable to tolerate 'intercourse due to the pain) since (B)(6) 2014, musculoskeletal chest pain since (B)(6) 2014, ovarian pain, ovarian cyst, uterine bleeding, endometrial ablation, uterine retroversion and endometrial thickening. Concomitant products included pantoprazole (protonix) for gastroesophageal reflux disease as well as amoxicillin, cefalexin monohydrate (keflex), ethinylestradiol;levonorgestrel (nuvaring), ibuprofen, ketorolac tromethamine (toradol), memantine hydrochloride (condominia) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure, total vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: on (B)(6) 2014, findings: uterus with remnants of essure removed. Insertion details- approximately 5 coils were seen in the right fallopian tube and approximately 7 coils were seen coming out of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: impression: likely resolving hemorrhagic cysts in the ovaries.. Diagnostic results: on (B)(6) 2014, she has had an ultrasound which shows the essure appears to be in its proper position, with no abnormalities. Patient is unable to tolerate 'intercourse due to the pain on (B)(6) 2014, postop diagnosis: normal-appearing pelvis procedure: diagnostic laparoscopy on (B)(6) 2014, impression: postop day #1 vaginal hysterectomy for pelvic pain and menorrhagia on (B)(6) 2014, she had a hysterectomy (B)(6) 2014 and thinks the pain she is having today is worse than after her surgery. Review of systems: gastrointestinal: positive for abdominal pain genitourinary: positive for vaginal bleeding, vaginal discharge and pelvic pain. Low pelvic pain, worse on the left side on (B)(6) 2014, reports unable to keep any food or fluids down. Unable to tolerate temperature differences. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: lot number was added. Reporters were added. Concomitant conditions were added. We received a lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant /uterus with remnants of essure removed') in an adult female patient who had essure (batch no. 623214) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included left lower quadrant pain since (B)(6) 2014, diarrhea (stool studies as noted) since (B)(6) 2014, chemotherapy (cervical cancer post hysterectomy receiving chemotherapy;) since (B)(6) 2014, gastroesophageal reflux disease since (B)(6) 2014, cervical cancer since (B)(6) 2014, fatigue since (B)(6) 2014, bruising since (B)(6) 2014, malaise (after having chemotherapy for cervical cancer for the last 5 days.) Since (B)(6) 2014, chilliness since (B)(6) 2014, skin discoloration since (B)(6) 2014, hypokalemia since (B)(6) 2014, vomiting (symptomatic treatment) since (B)(6) 2014, feeling unwell (on (B)(6) and 25-(B)(6) 2014,) since (B)(6) 2014, feeling hot since (B)(6) 2014, nauseated (symptomatic treatment) since (B)(6) 2014, abdominal pain (abdominal pain in epigastric region but has but now complains of pain in the left lower quadrant.) Since (B)(6) 2014, muscle cramps since (B)(6) 2014, menstrual cramps since (B)(6) 2014, vaginal bleeding (appeared brownish) since (B)(6) 2014, vaginal discharge since (B)(6) 2014, flatus since (B)(6) 2014, menorrhagia since (B)(6) 2014, dysmenorrhoea since (B)(6) 2014, menstruation abnormal since (B)(6) 2014, dyschezia since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, costochondritis since (B)(6) 2014, painful intercourse (patient is unable to tolerate 'intercourse due to the pain) since (B)(6) 2014, musculoskeletal chest pain since (B)(6) 2014, ovarian pain, ovarian cyst, uterine bleeding, endometrial ablation, uterine anteflexion and endometrial thickening. Concomitant products included proton pump inhibitors for gastroesophageal reflux disease as well as amoxicillin, cefalexin monohydrate (keflex), contraceptives for topical use, ethinylestradiol;levonorgestrel (nuvaring), ibuprofen, ketorolac tromethamine (toradol) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure, total vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: on (B)(6) 2014, findings: uterus with remnants of essure removed. Insertion details- approximately 5 coils were seen in the right fallopian tube and approximately 7 coils were seen coming out of the left fallopian tube. On (B)(6) 2014, she has had an ultrasound which shows the essure appears to be in its proper position, with no abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: impression: likely resolving hemorrhagic cysts in the ovaries.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.